Event description:
It was reported that a user experienced a temporary loss of glucose readings when the ilet displayed three bars while paired with a dexcom g7 sensor, after which readings resumed and remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no alerts or alarms generated by the ilet. Investigation included remote troubleshooting and user education, with follow-up confirming restoration of continuous readings. Investigation of this case revealed a transient signal interruption between the sensor and the ilet, with the responsible device not identified, and no persistent device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue that resolved without corrective action.